Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not recording events entered under pump history. Reportedly after entering carbohydrates and blood glucose (bg) values into a bolus screen, the customer navigated to the bolus history and the grams and bg info was not correct. There was no reported impact to the customer's blood glucose level. Review of the pump data logs by tandem customer technical support (cts) showed that the customer consistently administered override boluses without entering a bg or carbohydrate value. The contact maintained that although the contact was not always with the customer when delivering boluses to confirm, the customer always enters bg and carbohydrate values. Review of the pump data logs by cts showed that the boluses requested by the customer had not been programmed with decimal values. Cts educated the contact that boluses requested containing bg and carbohydrate values typically contain decimal values to calculate insulin on board values. However, the contact maintained that the pump was not recording boluses properly. Reportedly the customer would continue to use the pump for insulin therapy.